Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer not detected on bus was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to work order # 02101437 drawer 5.1 was found not detected on the bus. The issue was corrected by replacing the retractor band, and the repair was verified through successful testing using the hardware test application. During dchu visual inspection: pn 135438-01: the assy,harness,retractor band,hinged,pas was received with damage to the cable connector, which caused the copper strands to be exposed. During dchu testing: pn 135438-01: due to the identified damage on the connection cable, no additional testing beyond the visual inspection was conducted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that was due to the damaged assy,harness,retractor band,hinged,pas (pn 135438-01) which had signs of exposed copper strands which compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 4.1 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that damaged assy, harness, retractor band, hinged, pas (pn 135438-01) which had signs of exposed copper strands led to thermal damage. There were no adverse events or injuries reported based on this event.